Event description:
Three smartez pumps (se0200-100, lot# s8c39x2 and s8c57) containing ertapenem I gram/0.9% sodium chloride 100 ml would not infuse. When pt connected the ed to his extension and opened the clamp, the medication did not infuse, even after connected for 30 mins.